Event description:
The customer reported that the device will not turn on. The charge pak, attention and svc icons are displayed in the readiness indicator. Found during routine inspection of the device.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.